Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description during the ventilation of a patient, device alarmed with tf5507 and could not be resolved. Patient was removed from device and placed on another. No harm to the patient was reported.

Manufacturer narrative:
During ventilation the device generated tf5507 alarms that could not be resolved, resulting in the patient being removed from the device and transferred to another ventilator. Logfile analysis confirms multiple occurrences of tf5507 (tf_alrm_gcp_tf_mixer_valve_open) on the event date, including repeated entries between 05:57 and 06:12, indicating a persistent internal fault related to the mixer valve control system. According to the customer, the mixer valves and sensor board were replaced, but the issue could still be reproduced. No further details or final correction were provided despite several follow-up attempts with the partner. This case is considered as closed.